Event description:
It was reported that the patient was in bed 98 percent of the time, her spine ¿kept shifting,¿ and she could hardly walk. When the device was implanted, stimulation wouldn¿t go to ¿that part¿ of the patient¿s back. Since then, stimulation was achieved in ¿that part¿ of the patient¿s back, but it would hurt more than it would help. The patient began being shocked in her legs by the stimulation about a month after the device was implanted. The shocking was described as feeling like being stung by a jellyfish. The shocking would only occur when the patient was having a fibromyalgia flare and would stop when the patient would turn the implantable neurostimulator (ins) off. When the patient would turn the ins off, she would have pain in her back and would walk ¿stooped over.¿ the ins had made the patient¿s pain worse to the point that the patient ¿didn¿t care.¿ the patient¿s heart rate had gone over 200 beats per minute and the patient¿s blood pressure was high. The patient had stated that ¿one day [the patient¿s] blood pressure was 20 degrees lower and the next day 30 degrees higher.¿ the patient could not take blood pressure meds because after having tried them, the patient¿s blood pressure had gotten too low and she had fainted. The patient¿s healthcare provider (hcp) had stated that the patient needed to have better coping skills. The patient hadn¿t seen the hcp in 4 months and could not get an appointment until (B)(6). The patient did not know if the shocking was caused by the ins or her hcp. When the stimulator was ¿attached¿ to the patient¿s spine, the patient had screamed. The patient had met with 3 different people to have the device reprogrammed ¿2 dozen times.¿ the patient had cried at the time of this report, stating that her hcp had said that this was her only option, but the patient did not want this option. The patient had 6 problems in her upper and lower back and had 2 back surgeries 25 years ago and there was a lot of scarring. The patient could not sleep at night. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).